Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient was having difficulty recharging their implantable neurostimulator (ins). The manufacturer representative reported that the patient was only able to get two coupling bars and repositioning the antenna didn't resolve the issue. It was noted that both the patient programmer and clinician programmer 8840 were able to communicate with the ins. The antenna locate (al) feature was used but still didn't resolve the issue. The manufacturer representative was only able to get between a range of 72-74, even when turning the antenna dial. The manufacturer representative tried started al away from the ins and got 66, but when placed against the ins, they were only able to get 72 or 74. It was noted that the manufacturer representative had access to another implantable neurostimulator recharger (insr). However, they only obtained two coupling bars with the demo insr. It was further reported that the manufacturer representative could feel the edges of the ins but it felt stable in the pocket. The ins was implanted in the patient's right hip and the manufacturer representative stated that there didn't seem to be any swelling at that area. The possibility that the ins may be flipped was reviewed and it was recommended that the manufacturer representative obtain x-rays. It was noted that the issue started three days prior to the date of this report. Additional information provided on 2016-nov-02 showed that the patient's ins was not flipped. Another insr was used and only 2-4 coupling bars were obtained. It was reviewed that the ins was probably too deep. The ins was very difficult to interrogate and it was very possible that the implant would need to be repositioned. However, the patient's healthcare provider (hcp) wanted the insr replaced before doing surgery. The repair department was contacted and a replacement insr was requested. No patient symptoms were reported. Indication for use is non-malignant pain.

Event description:
Additional information received from the manufacturer representative reported that it was unknown what the cause of the recharging difficulty was and the patient was waiting on a new recharger unit to try. Further information received from the representative reported that the patient had received the second recharger and was able to charge the implant with at most four coupling bars. It was also noted that the patient and physician were upset as it was unknown how the patient heard that her device was implanted too deep and it was reviewed that there no documented discussions regarding depth with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.